Manufacturer narrative:
Concomitant medical products: product ID: bi71000166, serial/lot #: none. A medtronic representative went to the site to perform a system checkout. The door switch was adjusted and the system passed checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure, while servicing the system for another issue, that the pendant was indicating that the door was open when it is closed. There was no patient involvement.